Manufacturer narrative:
The pacemaker was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as the data returned for evaluation. The returned device data have been intensively analyzed. The device data confirmed the clinical observation; the follow-up data of september 11, 2018 documented a unipolar lead failure which occurred on (B)(6) 2018. However, the associated episode showed an effective stimulation. Furthermore, impedance tests and threshold tests performed during the follow-up as well as the x-ray images did not show any indication of a malfunction. Despite a thorough data analysis the root cause for the clinical observation could not be identified. The device was reprogrammed and the impedance trend restarted. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. Based on all available device data the clinical observation was confirmed. However, the root cause was not determinable. Should additional relevant information become available, the investigation will be updated.

Event description:
It was reported that approximately 19 months after the implant the pacing impedance was out of range (> 3000 ohms). The patient is pacemaker dependent. The device remains implanted.